Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the patient returned to the hospital due to the hub of the drainage catheter which fell off of the device. There was no harm to the patient. The device was exchanged. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.